Manufacturer narrative:
B5: it was later reported that the patient had an appointment on (B)(6) 2023. The reporter stated " they said the lens' look good and I could get another opinion from one of the surgeons but they suggested that I keep the lens' as is and use glaucoma drops to shrink my pupil to help get rid of the halos". Lens remains implanted. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter (consumer) indicated that a 13.2mm vicm5_13.2 -11.50 diopter implantable collamer lens was implanted into the patients left eye (os) on 29-jun-2022. Reporter (consumer) experienced halos, he states " its really bad at night". Lens remains implanted. Reporter stated " right now they gave me glaucoma drops and that seems to help". If additional information is received a supplemental medwatch report will be submitted.